Event description:
It was reported that an ilet user experienced an occlusion alarm while using a steel contact detach infusion set with 23-inch tubing, accompanied by elevated blood glucose measured at 254 mg/dl; tubing evaluation showed no bubbles or kinks, delivery was resumed, and the user later reported glucose down to 164 mg/dl with no further occlusions pending a planned supply change. Symptoms included hyperglycemia without other clinical signs, symptoms, or conditions. Outcomes included a delay to therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and described a lack of effect in insulin delivery, with insufficient component information to pinpoint a specific device part. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.